Event description:
Reporter indicated that when programmed device settings are increased, the pt experiences pain and difficulty in breathing. It was also reported that the pt experiences extreme voice alteration at higher device settings. When the pt squats or bends over, they reportedly begins breathing hard and then cannot breathe at all. Investigation to date has been unable to determine the severity of the reported symptoms.